Event description:
It was reported the zuma-c device broke during surgery upon insertion. The device was removed and a spare device that was available and functioned properly was implanted. There was no delay in surgery and no pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.